Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and r-wave values. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID sedr01, implantable pulse generator (ipg) implanted: 2007-(B)(6), product ID 456853, implantable pacing lead implanted: 2000-(B)(6). (B)(4).